Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The customer also stated that the measurement cartridge was replaced, qcs are in range and the system is operational. Siemens is in the process of evaluating this issue. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium and potassium results between two different rp 500 analyzers. There was no report of injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined and an instrument or assay failure cannot be ruled out.